Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 11 events were reported for this quarter. Product return status: 11 devices were received for evaluation. Evaluation status: 11 device evaluations are in progress. Additional information: 11 devices were not labeled for single-use. 11 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 11 </noe> malfunction events in which the device had paint chips missing. 11 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 11 total events were initially reported. 11 previously reported events are included in this follow-up record.   Product return status 11 devices were received.   Evaluation status confirmed 11 reported events were confirmed during testing. - 11 devices were found to be affected by missing paint chips.   Additional information 11 devices were not labeled for single-use. 11 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 11 </noe> malfunction events in which the device had paint chips missing. 11 events had no patient involvement; no patient impact.